Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while setting up the trocars during a laparoscopic promontofixation procedure, the balloon was very difficult to inflate. The surgeon used another trocar in order to complete the case. There was no reported patient injury.